Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the procedure the workmate computer was turned on but during the boot up process it shut down. The computer was restarted again but the same issue occurred. The patient was already cleaned and on the procedure table when the case was cancelled. There were no adverse consequences to the patient.